Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a failure, poor recharge quality error. No anomalies were visually observed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they kept seeing a screen telling them to replace the battery while charging the implant starting about a week ago. Pt checked for damage to recharger (rtm) and controller (didn't see any), reset controller, and cleaned connections. Pt attempted to start a recharge session, but got the replace controller batteries soon message right away. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from the patient. Patient called and stated he received the controller but he is still having issue with recharging the ins. Patient stated he is getting message low batteries replace the controller batteries soon and the controller is fully charged. Patient services specialist (ps) asked patient to inspect the recharger for visible damage and patient said there is frayed wire near the paddle area. Ps asked patient to start a charging session and patient said the paddle and cord area is warm. Controller shows 100% charge and ins red and recharging excellent and went to poor and message to replace controller batteries. A replacement recharger (rtm) was sent to the patient. Additional information was received from the patient. Pt called back stating they got a new controller about a month ago then got a new rtm but they still had the same issue. When pt attempted to recharge their ins they got battery low replace the controller battery message. Pt had reset their controller a dozen times but that did not resolve the issue. Pt verified they were using the new rtm, and controller. Ps sent an email repair requesting a controller battery replacement. Additional information was received from the patient. Pt called back saying they got the replacement battery, but still kept getting replace controller batteries soon message. Pss reviewed based on serial numbers, pt was using new/replacement equipment, so another controller would be sent out to pt.